Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation the customer's report was observed during review of the device data logs. However, the device was put through extensive without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restarted/rebooted itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.